Event description:
The customer's wife stated that the customer passed away after being taken to the hosp for low blood glucose levels. The customer went into cardiac arrest and was placed on life support. The customer's wife agreed to return the insulin pump for analysis.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no prod has been returned. A request to return the device has been made and further info will follow once the analysis has been completed. No conclusion can be drawn at this time.